Event description:
The customer reported via phone call that the insulin pump alarmed with a button error while he was trying to put suspend the device. Customer's blood glucose was 101 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response, due to corroded keypad traces. It was not possible to perform the displacement test, due to no button response. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.